Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 11/23/2020 h.6. Investigation: bd received 4 samples and 1 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for hub/collar separation with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for hub/collar separation with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of hub/collar separation through CAPA#1277214. See h.10.

Event description:
It was reported that prior to use with 4 bd vacutainer® eclipse¿ blood collection needle when the caps were removed the safety shield would break off. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2020, the outpatient blood collector of hospital used the product number 368607 eclipse and the batch number 0168459 to collect blood from the patient. When the needle cap was removed, the entire safety lock was found to fall off, making it unusable and prone to needle stick injuries.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with 4 bd vacutainer® eclipse¿ blood collection needle when the caps were removed the safety shield would break off. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2020, the outpatient blood collector of hospital used the product number 368607 eclipse and the batch number 0168459 to collect blood from the patient. When the needle cap was removed, the entire safety lock was found to fall off, making it unusable and prone to needle stick injuries.